Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator exchange procedure on (B)(6) 2021. Prior to the procedure a chest x-ray was performed and externalized conductors on the right ventricular lead was observed. The physician elected to explant and replace the lead during the procedure. The patient was discharged after the procedure.